Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage at the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge(B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.